Event description:
It was reported that the right ventricular (rv) lead exhibited noise signals. During the extraction procedure this lead cut and partially removed. It was also noted that during the procedure the patient experienced a cardiac arrest. No additional adverse patient effects were reported. No further information is available at this time.